Event description:
Customer took a blood glucose reading and felt it was normal. They were found unconsious and were taken to the hosp. Doesn't recall what treatments were given or what blood glucose readings were. Controls were within range. A request for the return of the suspect device was made. Replacement product was sent.